Event description:
It was reported to philips that the heartstart mrx defibrillator did not detect the therapy pads cable while performing opcheck. There was no patient involvement.

Manufacturer narrative:
(B)(4).